Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14224. It was reported that the patient presented for in-clinic follow up with both the right atrial and ventricular leads exhibiting noise. The noise was non-reproducible with isometric exercise. There were no interventions made. The physician elected to continue to monitor.